Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle was broken and would not detach from the pen. The following information was provided by the initial reporter: "this is a report about a broken needle npe, which was trapped in the pen."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle was broken and would not detach from the pen. The following information was provided by the initial reporter: "this is a report about a broken needle npe, which was trapped in the pen."